Event description:
Reporting status: medical intervention/death. Reporting rationale: cardiorespiratory arrest requiring medical intervention/death. Device issue: no device malfunction has been reported. It was reported via trial that the patient received a xience v stent implanted in 2008 during the index procedure. At about two days later, the patient experienced symptoms of angina and was treated with medications. The patient went into cardiorespiratory arrest, and cardiac massage was performed, but the patient expired. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - reporting status: product performance engineering reviewed the incident. Angina and death, as listed in the xience v (IFU) are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. It is possible that the respiratory distress and hospitalization are secondary effects of the angina which resulted in death. However, a conclusive root cause for the reported patient effects, and the relationship to the device, cannot be determined.